Event description:
The hospital reported that during preparation for a coronary artery bypass procedure and upon unpacking, the heartstring ii proximal seal was loose. A replacement was used to complete the procedure. The hospital reported no patient effects. The product was discarded.

Manufacturer narrative:
Method: after the procedure, the hospital discarded the product. Since the product was not returned, an evaluation could not be performed and the complaint could not be confirmed. Results: a lot history record review was completed for the product. There was no nonconformance that could have attributed to the reported failure mode. (B)(4).